Manufacturer narrative:
The reported field events of low pacing lead impedance and lead insulation damage were confirmed. Visual inspection found the suture sleeve was cut, the outer coil was compressed, and the inner insulation was also found damaged at the suture sleeve tie location consistent with damaged due to suture tie down forces. The cause of the reported events was isolated to the overtightened suture sleeve consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that low pacing impedance was observed on the atrial lead one week after the implant. The lead damage was noted since the suture sleeve had cut through the sleeve and into the lead. The lead was explanted and replaced. The patient was stable.